Manufacturer narrative:
The device was returned for an evaluation and investigation. A visual inspection was performed on the unit and a review of the device history record (DHR) was conducted for the lot number provided. Once the evaluation and investigation have been completed, results will be provided. Per the DHR review, the device passed all manufacturing specification at release. Our investigation and evaluation is currently in progress, once completed, a follow-up report will be submitted. Information from this incident will be included in our product complaint and MDR trend reporting system. Additional investigation may arise from ongoing analysis, trend information, or other analysis as appropriate.

Event description:
Drug/diluent: 0.2% ropivacaine. Fill volume: 400 ml. Flow rate: 8ml/hr (initially) / moved to 14 ml/hr. Procedure: right ankle surgery. Cathplace: right femoral nerve block. Date of surgery: (B)(6) 2014. It was reported by the director of nursing that a male patient placed a call to the outpatient surgery ctr on (B)(6) 2014 the day after surgery, to report the on-q pump was empty by friday afternoon on (B)(6) 2014. It was reported that the pump infused over a 24 hour period. The patient had no signs of symptoms of local toxicity, and no adverse consequences. The patient returned to the surgery ctr on (B)(6) 2014 (friday) to have the empty pump removed and an additional one attached. Additional information received (B)(4) 2014: the male patient received the 400 ml filled pump after his surgery on (B)(6) 2014 at around 8:00 pm. The patient's wife reported to the surgery ctr that the pump had very little medication left at around 0800 the next morning, (B)(6) 2014. The pump was noted to be empty when the patient returned to the surgery ctr at around 4:00 pm the same afternoon. The saf unit was not zip tied and the patient was allowed to adjust the flow rate as needed. The pump is a select-a-flow pump and the flow rates are 2-14 ml/hr. When the patient left the surgery ctr on (B)(6) 2014, the flow rate was set at 8 ml/hr. When he returned to the surgery center on (B)(6) 2014, the flow rate setting was at 14 ml/hr.